Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when using the single use combination cleaning brush. An endoscope with insufficient reprocessing was used. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: h6 (component code). The device was not returned to olympus for inspection, therefore, the condition of the device could not be confirmed. Based on the results of the investigation, the presumed cause could not be determined as the device was discarded. In addition, the root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. If the bristles are crushed, gently straighten them with your fingers. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Do not attempt to clean, disinfect or sterilize the instrument for reuse. Doing so may damage the instrument and/or the equipment being cleaned, and/or impair its cleaning ability, which may cause infection of the patient. Olympus will continue to monitor field performance for this device.